Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument jaws were locked the and customer was unable to remove the instrument without the instrument release kit (irk). The customer utilized the emergency stop and used the irk to release the tissue and remove the instrument successfully. The procedure was completed as planned with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the customer reported complaint. The instrument appeared to have a severely bent or misaligned grip at the grip base. The damage was found near the base of the grip groove. As a result, the grip would physically hit one of the pulleys as evident by a mechanical indentation. When this occurs, the grip is unable to open and close properly due to the interference. Failure analysis found the primary failure of a severely bent grip to be related to the customer reported complaint. The likely root cause of bent-severely bent grip-tips is typically attributed to the user, such as excess force applicated to the instrument jaws. The instrument was further analyzed and was confirmed to have a mechanical indentation on the pulley at the base of the grip near the distal clevis pin due to the bent grip. The instrument was placed on an in-house system, and it was observed that the instrument moved intuitively, and the grips were able to open/close properly. The instrument grips were then closed while on the system and force was applied to the grips. It was observed that the base of the grip would hit the mechanical indentation. It is likely that the instrument grip tips were overloaded during use resulting in the grip tip becoming bent and difficult to open/close.